Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported: slight contact between his front teeth and expressed concerns about his bite, which he has had issues within the past. He noted some improvement but indicated that his lower front tooth is still the only one making contact with the upper front tooth. While it is now slightly behind the upper tooth, he remains concerned about the pressure it is receiving and the risk of chipping. He wants to confirm it's okay to proceed with his final aligners. Clinical reviewed the information and confirmed an open bite. The patient was advised on bite concerns and asked the patient to provide an updated video. The patient was also advised to rest the aligners for 2 weeks rest for the posterior open bite. The patient was subsequently provided an aligner evaluation for dual refinements due to issues with bite articulation. There was no information provided regarding the chipped tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.